Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported bad keypad which was reproduced. Evaluation found limited keypad operation due to intermittent keypad response of the "on/off" key, 1st "blue soft key", "basic" and "." Keys. This finding confirms the allegation "bad keypad". This condition was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a bad keypad. It was also reported there was no patient involvement.